Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with fingerstick glucose readings in the mid-300 mg/dl range that later decreased to the low-200 mg/dl range; the user was away from home without replacement infusion sets or backup therapy, had recently changed the infusion site, noted no device alerts or visible supply issues, and received guidance to contact a healthcare provider for interim backup therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding any specific device component involvement and a medical device problem that could not be characterized due to limited data. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.